Manufacturer narrative:
A1-patient identifier: (B)(6).

Event description:
Evolve lv_xlv study. It was reported that stent under expansion and in-stent restenosis occurred. In (B)(6) 2021, the subject presented with angina, was referred for cardiac catheterization, and was enrolled in the megatron cohort of the evolve lv xlv study. The target lesion was located in mid right coronary artery (rca) with 90% stenosis and was 16 mm long with a reference vessel diameter of 4.5 mm. The target lesion was treated with pre-dilation and placement of a synergy megatron 3.5 mm x 20 mm stent. Following post-dilatation, residual stenosis was noted to be 5% with timi flow 3. One day later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2022, subject was noted with symptoms related to in-stent restenosis (isr) and was admitted to the hospital for further evaluation and treatment. On the same day, a coronary angiogram was performed which revealed significant ostial rca isr, focal moderate disease in the posterior descending artery (pda) and obtuse marginal (om) branches as well as moderate disease throughout the mid left anterior descending artery (lad). Additionally, there was a significantly under deployed and under expanded stent proximally, which measures around 3.0 mm and a 5.5 to 6.0 mm vessel. Particularly in the most proximal segment there is a significant degree of isr and neointimal hyperplasia. On the same day the subject was discharged.